Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting settings not available on their programmer and unable to adjust stim (B)(6) 2020. The ins was interrogated and found impedances greater than 20,000 across 5 electrodes out of 8 on each lead. The patient reports general declining efficacy of stim over the past few months. This is the first time they saw settings not available. The patient reported no falls or injury but has lost weight since the implant. The rep was unable to program much that covered the patient¿s pain given widespread open circuits and oor messages. Lead revision was planned. The event did not resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedance was not determined. No actions have been taken yet, but the patient will be having a revision. No further information was reported.